Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) that was found in the device logs. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain / false empty detect due to use error as the clinician inappropriately set the minimum drain volume percent setting too low (B)(4). A service history review revealed no previous service events were related to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 184ml. The fill volume was 140ml, this meets iipv criteria. Product surveillance contacted the nurse on 1/26/2011. According to the nurse, there was no patient injury or medical intervention associated with this event. The patient has temporarily stopped peritoneal dialysis due to unrelated issues, however, the patient will be restarting therapy next week. No further information is available.